Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during preparation for a breast biopsy the device packaging was allegedly found to be broken. It was further reported that another device was used to complete the procedure. There was no patient contact.

Event description:
It was reported that during preparation for a breast biopsy the device packaging was allegedly found to be broken. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
A lot history review was conducted, and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the alleged broken package as no objective evidence has been provided for review. Per manufacturing review, the probe trays are visually inspected to ensure there is no damage or deformation. Therefore, it is unlikely that the root cause is manufacturing related. It is likely the damage occurred during shipping, handling, or storage at the facility. However based on the provided information, the definitive root cause for the reported broken package could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.